Event description:
It was reported that a patient with an implantable cardiac defibrillator (ICD) died. The patient had a syncope episode, went to the hospital for cardio pulmonary resuscitation and died on hour after the syncope episode. In addition, the physician reported that no output of the ICD was noted when the patient was undergoing resuscitation. When the device was interrogated, it appeared to have normal function, however, the family of the patient was concerned and wanted an explanation. No further details have been provided.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received, it would be process and considered accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.